Event description:
Event description guidant received information that during an implant procedure, after this pacemaker was programmed out of ship mode, when attempts to program the device were made, it locked up. The field representative rebooted the progammer, after which interrogation was not possible. The device was not implanted and was returned for analysis.